Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be replicated or confirmed. Review of the logs indicated a "lid open" condition; however, no rescue data was recorded on the date of the reported event, indicating the device did not recognize a viable patient impedance. No clinical file was generated as a result. The device was evaluated and extensively tested and no faults were identified. The event electrodes were not provided as part of the evaluation. The device was recertified and returned the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 70-year-old male patient, the device failed to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.